Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no nonconforming material records (ncmr) for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a distal left anterior descending artery. A 3.0 x 19 mm graftmaster was being used to seal a perforation but it could not cross a previously placed multilink stent. Several balloons were pressurized for 5-10 minutes to treat the perforation. There was no additional information reported.

Manufacturer narrative:
(B)(4). The device is not being returned for evaluation. A follow up report will be submitted with all additional relevant information.